Manufacturer narrative:
(B)(4). The lot was manufactured from march 18, 2015 ¿ march 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white particulate matter inside the bladder. This was identified during filling. There was no patient involvement. No additional information is available.